Event description:
The following article "immediate primary transcatheter closure of postinfarction ventricular septal defects" reported the following adverse event(s): patient #2 (a) - a male experienced dislocation of the asd device into the right ventricle one day post-implant. (Asd) patient #4 (b) - a male experienced av-block during sheath deployment. (Asd) patient #5 (c) - a female experienced residual shunting requiring surgical repair after three months. (Asd) patient #7 (d) - a male experienced dislocation of aso into rv same day requiring surgery. (Asd) patient #9 (e) - a female experienced lv rupture following a successful initial implant. (Vsd) patient #13 (f) - a female experienced lv rupture following a successful initial implant. (Vsd) patient #14 (g) - a female experienced residual shunting (cobra phenomenon). (Vsd) patient # 16 (h) - a female experienced lv rupture during device implantation. (Vsd) patient # 21 (I) - a male experienced residual shunting requiring surgery (patch and CABG) after 4 months. (Vsd) patient # 23 (j) - a female experienced partial device dislocation into rv and infective endocarditis requiring surgery. (Vsd) patient # 26 (k) - a male experienced dislocation of device into rv after 5 days requiring surgery. (Vsd) patient # 27 (l) - a female experienced dislocation of device into rv. (Vsd) patient # 28 (m) - a female experienced residual shunting. (Asd) refer to the article for complete details.

Manufacturer narrative:
Aga medical has not received any additional information regarding this event, including patient and device information.